Event description:
While the cardiologist was using the crosser device, the tip of the choice pt guidance wire broke off and remained in the popliteal artery. The wire was not able to be snared out. No other treatment was necessary and the pt was discharged home as planned.